Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patients right ventricular lead had a high capture threshold. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.